Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching 64 mg/dl. Reportedly, the carbohydrate ratio needs to be adjusted. Customer set a temporary rate of 75% and drank juice to address low bg levels. Customer requested to set a carbohydrate ratio of 1 unit of insulin to 15.5 grams of carbohydrates. Tandem technical support educated the customer that the carbohydrate ratio may only be set in whole number increments.